Manufacturer narrative:
The lens was not received for analysis. The causal relationship between the device and the adverse event is undeterminable. The lens met all specifications prior to release to market. Iol not received for analysis.

Event description:
It was reported that during cataract surgery with cataractous lens removal the patient's posterior capsule tore, a vitrectomy was performed and an alternate lens implanted without further complication.